Event description:
A report was received that during an explant procedure (MFR report number: 3006630150-2019-05780), the patients lead was pulled down. The patient underwent a lead replacement procedure and was doing well postoperatively.